Event description:
During robotic sleeve gastrectomy, sureform 60 failed after it was used 4 times. Upon trying to load the stapler for the fifth time, we received an error - instrument failed to engage. Intuitive rep., assisted us with troubleshooting, but the issue could not be resolved. A new stapler was opened.